Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that no image was displayed during a diagnostic endoscopic ultrasound procedure involving an olympus video system center while the patient was under sedation. The intended procedure was completed using the same device. There was no patient injury reported.